Event description:
It was reported patient seen in clinic on (B)(6) 2015 for routine heartware lvad patient appointments during clinic visit it was noted that the patient's heartware lvad had a loose power connection on the patient's system controller at the #1 connection site. Due to a subtheraputic inr, patient was taken to act, where an IV was started, and patient placed on monitor. Pre-procedure vitals were taken (stable). Five thousand units of heparin given IV by hticu rn 10 minutes prior to controller change to lower risk of complications such as thrombus. System controller (B)(4) was removed and patient was placed on back up system controller (B)(4). Patient vitals stable during and post procedure. IV was removed and patient went home. Patient was given new back system controller (B)(4). During same clinic visit patient was also found to have a battery not holding charge (bat117591). Patient given new battery bat124117 and was given a new ac adapter (B)(4).